Event description:
It was reported that during a lap. Cholecystectomy the handpiece would not complete the pre-run testing. The staff used another handpiece with no patient consequence. There were no patient details available.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2010. Evaluation summary: the handpiece was received with the mount loose. It was evaluated with a test instrument and an error code 5 was displayed while testing it with a generator. The instrument was disassembled to inspect internal components; a torn acoustic isolator and evidence of moisture ingress were found, however, these conditions are not related to an incomplete pre-run testing. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress was the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that the loose mount could have caused an error code 5 during pre-run testing reverting the generator to stand by mode.